Event description:
On 18-feb-2026, an arthrex subsidiary employee reported via email that an ar-1662bc-7 swivelock tenodesis, biocomposite, 7 mm, with one screw, one fork-tip peek eyelet, and one #2 fiberwire suture experienced an issue during use. The tip of the screw broke upon contact with the bone during implant insertion. No fragments remained in the patient. The procedure was performed on (B)(6) 2026 and completed using a replacement ar-1662bc-7 anchor. There was no significant surgical delay, no additional anesthesia was administered, and no adverse effects or patient harm were reported.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.